Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 400mg/dl and the pump excessively alarmed no delivery. Customer declined high blood glucose troubleshooting but will call back. No further details given.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the selftest, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.